Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 21 mg/dl. She then retested using a friend's meter (brand unknown) and received a reading of either 112 or 124 mg/dl. The difference between the 21 and 124 mg/dl readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.